Event description:
It was reported that the patient felt an electric shock sensation when the system controller was placed against their bare skin. The patient noted that their controller was often very hot and would wake them up from sleep, even though it did not touch them. During sleep, they positioned their controller to their side and did not cover it with blankets. The patient had no associated alarms until sunday evening, where they received a backup battery (ebb) fault alarm. A no external power was noted, but the patient was adamant that they were at work during this time, on battery power, and did not disconnect or hear any alarms. The site was able to feel the electric shocks from the patient's controller. The shocks were very faint, but definitely noticeable, which came from the top of the controller, just above the battery button. The site confirmed that the controller did feel quite warm. The patient wore it in the holster vest, not underneath additional clothing. The patient denied water damage or other damage. Nothing significant was seen visual inspection, other than general wear. Log files were sent for review. The log file captured ebb faults on (B)(6) 2025 due to the ebb failing the load test. The controller was exchanged which had resolved the shock issue. It was noted that the controller case paint was worn off, which can cause minor sensations when touched. The patient had almost exclusively worn the abbott holster vest. They had felt shocks through the holster to their body when worn.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damage to both of the power cable external jackets was observed. This damage did not penetrate further than the protective layering. The reported events of the controller shocking the user and overheating were unable to be confirmed; however, the reported controller damage in addition to the no external power and backup battery fault alarms were confirmed through log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and log files from download and submission were reviewed for the dates (B)(6)2025. The controller¿s internal temperature ranged from 35 to 49 degrees celsius. Design requirements detail the controller case should not exceed at 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. A no external power alarm consistent with a double power cable disconnect was observed on (B)(6) 2025 at 13:20:27. The alarm resolved within a few seconds when the system controller was reconnected to external power. The backup battery was able to provide the system with power during this event. A backup battery fault triggered on (B)(6) 2025 at 2:34:46 and did not resolve by the time the controller shut down was initiated on (B)(6) 2025 at 11:28:40. The driveline was disconnected on (B)(6) 2025 at 11:27:08 for the system controller exchange. There were no other notable alarms active in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Power cable manipulation did not produce any alarms. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The leakage current was measured while the returned system controller was powered by a test mobile power unit (mpu) and the patient leakage current (i.e., the ac current flowing from ac mains to the patient) was within the specification. The controller was then connected to a mock loop, test mpu, wrapped in a small blanket, and allowed to run overnight. A thermocouple was connected to the front and back of the controller. External temperature did not exceed 34 degrees celsius. Provided information reports replacing the controller did resolve the reported event and provided photos of the reported damage. Additional information indicates there were no adverse impacts to the patient as a result of this event. A root cause for the reported backup battery fault alarm, controller overheating, and user shock was unable to be conclusively determined through this investigation. A root cause for the reported no external power alarm was determined to be user error disconnecting both power cables. The external damage to the controller was determined to be due to general wear and tear from product usage. Incidental findings: damage to both of the power cable external jackets was observed. This damage did not penetrate further than the protective layering. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 26jan2023. No deviations from manufacturing or qa specifications were shown from the backup battery the current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power the heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault, no external power, and power cable disconnect alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to ensure one power cable is always connected to an external power source. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient had placed a barrier of cloth between the controller and skin to prevent experiencing shock and tingling.